Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim tubing leaking from y site below the pump channel. Required replacement of tubing. Fortunately, only saline was wasted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that the tubing leaking from y site below the pump channel. One sample was received for quality evaluation. Visual examination did not indicate any damages or abnormalities. The infusion set was then primed to determine the location of the reported leakage. During priming, the tubing connected to the smartsite just below the pumping segment leaked and then separated at the outlet port of the smartsite. Further investigation indicates that there is a lack of solvent present on the inner surface of the smartsite outlet port and the tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing to determine the root cause for the issue. After the investigation, the possible root cause of the separation between the tubing and y-site is the lack of solvent due to incorrect solvent application and incomplete insertion between components due to not using the correct fixtures by the assembler. A quality alert was created to communicate the failure and reinforce the correct solvent application method and the use of the correct fixture to avoid the separation due to lack of solvent. A device history record review for model 2426-0007 lot number 24099423 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.